Manufacturer narrative:
The customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: cracked objective lens. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): chapter 3 preparation and inspection and chapter 5 troubleshooting. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope had a blurry image. The customer reported that the entire image was blurred and the target image cannot be identified. Cleaning the surface lense did not restore image. The issue occurred during an unspecified event without anesthesia. There were no reports of patient harm.